Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implantable pulse generator (ipg) implant, the patient was interrogated in intensive care unit (ICU) due to sudden asystole and right ventricular (rv) lead non capture. Pacing spikes with no capture were observed on the monitor. The patient was in complete heart block with a rv rate of 24 beats per minute. No capture was obtained at maximum output in unipolar and bipolar. The patient had a do not resuscitate status with no code. The physician believed the patient's cardiac arrest was due to a transcatheter aortic valve replacement procedure and unlikely due to the rv lead. A x-ray confirmed the lead was still in the same position as post implant x-ray. The patient passed away on the same day. Cause of death was requested but not received.